Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. Corrected data: 8 events were previously reported during the reporting quarter; however: 1 event was reported in error. 7 events were reported for this catalog number/device code combination for the reporting quarter.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. Seven devices were received for evaluation; two events were confirmed during testing. Two devices were found to be affected by corrosion. The reported event was not confirmed for five devices; the devices were found to be within specifications for the reported event. One device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes eight malfunction events in which the device reportedly overheated. Seven events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.